Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple infusion set bent cannulas, resulting in elevated blood glucose (bg) levels. The exact bg level's were not provided. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.